Event description:
Procedure type: exploratory laparotomy and total abdominal hysterectomy with bilateral salpingo-oophorectomy. According to the reporter: post-op bleed from ovarian artery stump, causing 4 units of blood loss. Not confident in product. Patient is still in the hospital recovering with no infection as of (B)(6) 2015. The surgeon thinks the polysorb knot slipped post-operatively. No device is available for return. Additional information has been requested but has not been received.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 05/08/2015.